Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240/2367 alarm, which occurred on the homechoice (hc) during use, during initial drain. The tsr assisted the hp to go to the alarm log and found the hp had a se 2240 alarm before the se 2367. The tsr instructed the hp to end therapy and start over with new supplies. The hp stated the cassette had a big bulge in it when he opened the door after removing the cassette at the end of therapy. The call completed and the hp would start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2012 and he was able to resume therapy after starting over with new supplies. He did not notice anything unusual with any of the previous supplies except for a bulge in the cassette sheeting like he had mentioned at the time of the call. He had taken out the cassette from the machine and that's when the cassette bulged. There was no leakage from the cassette and the sheeting stayed intact. Since then he has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention. Product surveillance contacted the home patient on (B)(6) 2012 and she had already discussed the alarm with the patient. The patient was resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.